Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, customer will continue to use pump for insulin therapy.